Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported single leaflet device attachment (slda) per the physician is related to patient conditions (poor tissue quality due to endocarditis history). Unspecified tissue injury appears to be due to the slda. Tissue injury/damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report incomplete coaptation and tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a posterior leaflet flail. It was noted that after deployment of the clip, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), potentially causing a chordal rupture. Although an slda occurred, the mr was able to be reduced to a grade of 2-3; therefore, no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.